Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 100% stenosed target lesion located in the mid right coronary artery (rca). There was no vessel calcification or tortuosity. Pre-dilation was performed with two non-bsc balloons [1.25mm, 2.0x10mm]. Then intravascular ultrasound (ivus) was performed. A 2.5x24mm promus element stent was advanced and deployed and post ivus was performed. The stent was post dilated with a 2.75mm nc non-bsc balloon. Ivus was again performed confirming the stent was well expanded. Next, a 3.5x16mm promus element stent was implanted proximal to the previously placed stent but was not overlapping. The physician then performed a final ivus, however, the imaging catheter mildly hit the edge of the 2.5x24mm promus element stent but was still able to cross the lesion and the physician then changed the angle of the catheter. Upon pulling back the imaging catheter, it was noted that the 2.5x24mm promus element stent had deformed "like a doughnut shape". It was noted that the physician never forcibly pushed the imaging catheter. The deformed stent was post dilated with a 2.75mm non-bsc balloon with good stent apposition. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).